Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not annunciating audible tones for alerts. There was no reported impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy.